Event description:
It was reported that the patient experienced intermittent lock between the external equipment and the cochlear impiant. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confimed that the device was not functioning. Surgery to explant the patient's device has been scheduled.